Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo and a video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device pending return.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly leaked. It was further reported that when the balloon was inflated into the vein, it did not reach the nominal pressure and the contrast medium was allegedly found to be leaking. Reportedly, the balloon was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was reviewed. The photo shows the balloon coiled up into a package along with the product package and label, in which the product details can be verified with the reported event. No other specific anomalies noted on the submitted photo. One video was reviewed. The video shows the balloon was connected to a unknown inflation device and the catheter was loaded with a unknown guide wire. The balloon appeared to be fully inflated and noted to be bloody. Fluid leakage through the rupture observed at the balloon material noted nearer to the distal end. The submitted photo doesn't shows any objective evidence for balloon rupture, however the submitted video shows the evidence of fluid leakage near the distal end balloon material. Hence the investigation was confirmed for the reported balloon rupture. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly leaked. It was further reported that when the balloon was inflated into the vein, it did not reach the nominal pressure and the contrast medium was allegedly found to be leaking. Reportedly, the balloon was removed. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly leaked. It was further reported that when the balloon was inflated into the vein, it did not reach the nominal pressure and the contrast medium was allegedly found to be leaking. Reportedly, the balloon was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was reviewed. The photo shows the balloon coiled up into a package along with the product package and label, in which the product details can be verified with the reported event. No other specific anomalies noted on the submitted photo. One video was reviewed. The video shows the balloon was connected to a unknown inflation device and the catheter was loaded with a unknown guide wire. The balloon appeared to be fully inflated and noted to be bloody. Fluid leakage through the rupture observed at the balloon material noted nearer to the distal end. The submitted photo doesn¿t shows any objective evidence for balloon rupture, however the submitted video shows the evidence of fluid leakage near the distal end balloon material. Hence the investigation was confirmed for the reported balloon rupture. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2026), g3, h6 (method) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.